Event description:
The iol was exchanged for unspecified non-company lens. There was no patient impact.

Manufacturer narrative:
Correction information was provided in b.6. Additional information was added in b.5., d.10., e.4., h.3., h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric-multifocal company (1.50cyl), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, non-toric, 20.5 diopter monofocal lens model. Additional information was provided that, in the surgeon's opinion, the event was not caused by the intraocular lens (iol). Due to the exchange of a toric-multifocal lens to a non-toric-monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient saw halos. Clinical reason for explant mentioned as lens not tolerated by patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).